Manufacturer narrative:
The device is in process of being returned for evaluation. The investigation is ongoing. Once additional relevant information is available, it will be submitted in a supplemental report.

Event description:
Complainant alleges "when used on the sponge, the anti-fogging agent foams up, which actually reduces visibility."

Manufacturer narrative:
The product was returned for evaluation. A functional inspection was completed using the returned product samples and all inspections passed requirements. A DHR review was completed and determined that all inspections passed and no nonconformances were created during the manufacturing of this lot. As the solution passed all tests, the complaint could not be confirmed and no root cause could be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.